Event description:
Initial reporter indicated that the patient had high lead impedance on both their normal mode diagnostics and system test. Indicating a likely device malfunction. No repot of a fall or injury preceding the event. The patient underwent full revision surgery. It was reported as noted in the or. That "there is a lot of fluid in the bottom receptor of the generator. The metal pin of the top lead is still in the generator, with the bare wire coming out of the pin and then about 2 in later, the plastic coating on the lead starts. It seems like the plastic coating has detached from the metal pin tip and has pulled back on the wire exposing 2in of the bare wire. "Review of internal programming history showed the patient had high lead impedance since 2006. The explanted product is at manufacturer pending analysis completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.